Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6), 2013 at "about 22:00" he/she received a reading of 160 mg/dl on the customer's adc blood glucose meter. Customer further reported self-administering an unknown amount of insulin in response to the reading, which the customer now believes was "too much insulin". Customer subsequently experienced both a seizure and a loss of consciousness. Paramedics were called and treated the customer on the scene with a glucose injection. Customer noted he/she spent one day in the hospital, but did not report any additional treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.